Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and vessel dissection occurred. The target lesion was located in a "heavily" calcified left anterior descending (lad) artery. A 2.50mm x 12mm emerge balloon catheter was selected and advanced to dilate the target lesion. The physician used the same balloon 7 times on the target lesion and during the final inflation at 16 atmospheres, the balloon burst. The physician noticed a dissection in the calcified lesion and agreed that it was caused during one of seven times that the balloon was inflated. The procedure was completed by deploying an unspecified stent. No patient complications were reported. There were no changes in blood pressure and the patient's status was stable.